Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Incident details - the stent was advanced through a very torturous fem-fem graph that had a clover leaf turn. It was difficult to advance and a partial deployment of the stent was identified when the everflex stent was in position. The rest of the stent could not be deployed. The stent, even though partially deployed a minimal amount, was removed and a shorter stent was delivered and deployed with no problems. Evaluation of the returned protege everflex stent on (B)(6) 2015 found three cells of the stent were exposed and the distal strut layer exhibited torn and missing sections.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted. (B)(4).